Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2015. The investigation included: review of device history records. Review of complaints history records. Results: product ID: (B)(4), product description: interpositioning plate 6mm stem, lot#1852818; date inspected - (B)(6) 2013. The manufacturing records for this lot number were reviewed; no nonconformances were recorded. Based on this review, no product/manufacturing problems were identified by integra or the supplier that would have caused or contributed to the event. A review of complaints received during the last two years did not show any additional complaints alleging difficulty removing screws from tfs plates. There have been (B)(4) tfs units sold in the last (B)(4) years; therefore, the complaint rate (B)(4). Conclusion: the reported failure could possibly be due to debris in threads, or the surgeon¿s technique, such as overtightening or off-axis loading of the screws.

Event description:
Plate was placed and screws inserted. Once x-rays were taken the dr wanted to try a smaller wedge to decrease the amount of correction. He was able to remove the distal screws from the plate but the proximal screws were cold welded to the plate and he was unable to remove them from the plate. The heads of the screws started to strip out so he elected to leave the plate in place. Additional received via phone call with customer contact (B)(6) 2015: this event was reported because the surgeon does not know why he was unable to remove the screws. He feels the plate malfunctioned. He does not use this set frequently. He believes the plate was redesigned since his last use. He wants to know if the redesign contributed to this issue. There was no pt injury; the pt did not suffer any damage.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.